Manufacturer narrative:
G4:18dec2020. B4:18jan2021. Bench repair evaluated the device and confirmed reported problem that the navigation ring is not working and will need to be replaced. The bench technician replaced the front bezel to resolve reported issue. The device passed required performance verification tests per philips standards and was sent back to the customer to return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
The customer called into technical support (ts) reporting that the device has nav-ring failure. The customer reported there was no patient involvement at the time the issue was discovered.